Event description:
It was stated that "midline oc plate broke where the rod meets the screw head on the plate."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.